Manufacturer narrative:
Correction to field h3: device return to manufacturer.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high capture thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high capture thresholds. No additional adverse patient effects were reported.